Event description:
It was reported that the patient has been scheduled to undergo a generator exploration and possible lead revision. No known surgical intervention has occurred to date. No other relevant information has been received to date.